Manufacturer narrative:
The device history record (DHR) review was completed, and the device passed all manufacturing release criteria for distribution. A log review was unable to be performed for the described event date of 18-jun-2025. The device was powered off on (B)(6) 2025 at 11:05am after running out of battery and was not powered back on until (B)(6) 2025 at 12:30pm. The logs were reviewed for (B)(6) 2025 through (B)(6) 2025 and there were no issues were identified that would have impacted this event. The product was not returned for evaluation, device logs showed the ilet remained powered on, delivered alerts as expected, and paused/resumed insulin appropriately in response to high bg, overdue bg entries, and system alarms. No device malfunction was identified. The cause of the reported hospitalization could not be determined. Should additional information become available, a supplemental report will be submitted.

Event description:
On 18-jun-2025, a distributor reported that a user stated their ilet "stopped working" and that they were subsequently admitted to the intensive care unit (ICU). The user also requested a replacement ilet. No additional clinical or device-related details were provided. Multiple follow-up attempts were made between 20-jun-2025 and 12-jul-2025 to gather further information regarding the reported event, but the user did not respond. It was later noted that the user had previously contacted support about a cracked screen, though it is unclear whether this issue was related to the reported hospitalization. No further information could be obtained.